Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. 5076-58, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electronic transmission indicated intermittent atrial lead undersensing during atrial tachycardia /atrial fibrillation (af) episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.